Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered the lead safety switch (lss) on the device for out of range impedance measurements. Inappropriate ventricular tachycardia electrograms were stored in the device memory along with an unsuccessful threshold test during clinic follow up due to some abnormal deflections during the test. The patient was in a motor vehicle accident two months ago. The impedance measurements appeared stable, however given the information, a lead fracture was suspected. A lead revision was performed were this lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.